Event description:
It was reported that on pre-programming of the device, the loading time extended 30 seconds. The medtronic representative thought a charge circuit time out had occurred. After that, the device could not be interrogated by the programmer. The event happened before any patient or physician contact. The device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us where the same model is distributed. The device condition was identified prior to any patient involvement. All information provided is included in this report. Evaluation summary prn617412s analysis found that the device developed a low impedance path on the hybrid when a charge was attempted prior to implant.